Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported by the parent that the patient experienced inaccurate cgm values. The patient experienced vomiting and was reportedly hospitalized in ICU. The egv was 63 mg/dl on the ilet display device and the bg was 380 mg/dl by the nurse. The patient was treated with insulin drip in ICU at the time of the call 2 days later. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. The reported glucose values fall within the d zone of the parkes error. No additional patient or event information is available.